Event description:
It was reported that the user experienced sustained hyperglycemia, with a fingerstick blood glucose of 472 mg/dl, after several hours of elevated readings while using the ilet system; the user had influenza, started medication the prior day, and completed a full supply change followed by a corrective meal bolus about 30 minutes before contacting support. Symptoms included high blood glucose. Outcomes included ongoing hyperglycemia without reported hospitalization. Investigation included phone-based troubleshooting and education with a plan to reassess glucose response after one hour to determine if the supply change and corrective dosing resolved the issue. Investigation of this case revealed that the cause of the hyperglycemia was unclear at the time of the call, with intercurrent illness and potential infusion or dosing factors considered. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.